Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the posterior view. An area of missing material was also observed within the crease/fold and extended to the anterior aspect measuring approximately 8.0 cm x 1.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 3 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 300cc silicone prosthesis experienced bilateral rupture post procedure. The issue of rupture discovered during surgery. As a result, patient had bilateral replacements as follow: left replaced with cat#:3504001bc, sn#: (B)(4), and right replaced with cat#: 3504001bc, sn#: (B)(4), in addition bilateral mastopexey due to bilateral ptosis on (B)(6) 2020. This report belongs to left prosthesis.